Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported that the patient underwent a left hand procedure in 2012. Subsequently, the patient was revised on (B)(6) 2012 due to an implant fracture. Competitor product was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to correct the physician's name.